Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, implant date: (B)(6) 2007; 5076 implantable pacing lead, implant date: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received an appropriate shock due to the device detecting a ventricular tachycardia ventricular fibrillation episode. It was also reported that the left ventricular lead that was plugged into the right ventricular port was oversensing an atrial event. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.